Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified server health and interface activity by running downtime queries, confirming that messages were current with no down notifications on healthsight viewer (hsv) across all facilities and that bd services were running normally. Then the tss reviewed interface tables, including ext.receivedmessage, confirmed pharmacyorder messages were being received in real time, including for (B)(6) hospital, and message broker heartbeats were current with no disconnection flags. It was identified that stations placed in critical override were manually overridden by users rather than due to a system issue. The customer confirmed with users that patient orders were visible and the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing, and other facilities were experiencing the same issue. All stations were in critical override. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.